Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's pain symptoms resolved and so the patient stopped charging their ipg for several years. In turn, the ipg became inoperable. Surgical intervention occurred on (B)(6) 2019 wherin the ipg was explanted and replaced. Stimulation was reportedly restored postoperatively.